Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic module pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was displaying an error code. The device was then evaluated by physio control and it was found that the therapy board had burned components. There was no pt use associated with this incident.